Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced vaginal tissue erosion, discharge, odor and pain.

Event description:
It was reported that subsequent to implantation of a protegen sling in or around 1997 by a dr. The pt "developed injuries and complications secondary to the implant surgery, and the sling was removed in 1999 by a dr. There is no further info available on this case and the device was not returned for eval.